Event description:
It was reported that during a coronary drug eluting stenting tretment procedure the stent embolized from the balloon. The lesion being treated was mildly calcified, 70% stenotic lesion in a very tortuous right coronary artery (rca). The lesion was predilated with a 3.0x20mm maverick balloon. After predilation, the physician attempted to reach the lesion with a taxus liberte - 3.5x32mm drug eluting stent. However, the taxus stent was unable to cross the lesion. The physician then attempted to retract the stent delivery system (sds) and the undeployed stent dislodged from the balloon. The physician successfully deployed the embolized taxus stent with a 3.0x20mm and a 3.5x20mm maverick balloon. The physician then deployed another shorter taxus liberte drug eluting stent distally from the embolized stent to successfully complete the procedure. No injury or patient complication was reported. Patient status is reporter as "satisfactory/good".